Event description:
It was reported that during a procedure to treat the left renal artery, the omnilink was advanced over a peripheral wire and it was noticed that the distial end of the stent appeared flared as it left the sheath in the right iliac. It was decided not to advance the stent up the aorta toward the renal, but to try to remove the system back through the sheath (contrary to IFU); however, the stent dislodged from the stent delivery system. On fluoro, the stent was visualized lying parallel to the 7fr. Femoral artery sheath. Gaining arterial access in the left femoral artery with an 8 fr. Sheath, a goose-neck snare was utilized to try and retrieve the stent and remove it through the 8 fr. Sheath. The stent was brought to the left iliac area but it was unable to pass through the sheath. The sheath was then upsized to a 9 fr. Sheath, but the stent still would not come back through the sheath. At this point it was decided to deploy the stent in the left iliac (unintended site). A coronary 4.0 mm balloon was inserted inside the undeployed stent and inflated, followed with post-dilatation using a 6 mm and 7 mm peripheral balloons. The renal artery procedure was completed without further incident.